Event description:
It was reported that at an unspecified time post-implant of a bifurcated device, a possible proximal endoleak was presumed to be identified. Reportedly, imaging showed a possible endoleak, and the physician elected to implant a suprarenal aortic extension. However, during the procedure no endoleak was identified and the physician believed that adding an aortic extension was therefore, a preventive measure. The patient tolerated the procedure well.

Event description:
It was reported that a possible proximal endoleak was treated by implanting an aortic extension. No further details have been provided.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records or procedural images were not provided for clinical assessment. The device lot number was not provided and is unknown; therefore, a manufacturing record review could not be performed. However, based on follow up information received, the presumed endoleak was not present and the physician elected to proactively implant an aortic extension. (B)(4).

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.